Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay patient contacted lifescan (lfs) after receiving the punctured test strip vial letter form lfs. He alleged that his one touch ultra meter read inaccurately low. The patient said he has been diagnosed with diabetes for 30 years and takes 75/25 insulin, 42 units each am and 30 units each evening. The patient said he obtained readings of 60 an 49 mg/dl at unspecified times while having no symptoms of low or high blood glucose level. He ate candy bars after use of the meter and then was "up all night peeing". The patient denied testing his blood glucose during the time he was awake urinating. The patient said the problem had been occurring for 8 months. The patient first told the medical affairs specialist (mas) he took additional insulin after urinating frequently; however, he later said he did not adjust his insulin regimen after experiencing frequent urination. The patient said he only tests his blood glucose level at night before going to bed because he is afraid of experiencing hypoglycemia during the night. The lfs customer care advocate (cca) walked the patient through checking the meter memory. The last reading of 47 mg/dl was obtained the same day at 12:56 am, and a result of 49 mg/dl was obtained the same day at 12:55 am. The cca discovered that the test strips were expired, which can cause inaccurate results. The patient also claimed there were holes in the test strips vials, which can also yield inaccurate results. The complaint is reported because the patient alleged he treated himself with candy after obtaining inaccurately low results on the lfs product. He claimed he later experienced frequent urination, a classic symptom associated with hyperglycemia.